Event description:
It was reported that an alert for non-sustained lead noise was observed due to crosstalk. Session records were reviewed showing oversensed signal. Programming changes were recommended.